Event description:
During an in clinic follow up, far field r- wave oversensing, inappropriate automatic mode switch were observed on the device. During threshold testing, loss of capture was noted. No intervention has been performed. The patient was stable.